Event description:
It was reported that the patients indirect decompression spacer had migrated, which was confirmed by x-ray imaging. It is not known if the patient experienced any symptoms due to the migration. The patient underwent a revision procedure in which the physician malleted the implant more ventral. No devices were implanted or explanted. The patient was doing fine postoperatively. No further information can be obtained despite good faith efforts.